Event description:
Rptr has had ongoing problems with the scooter slowing down, and then sharply accelerating on it's own for many months. On the day of the event, the rptr was crossing a street in the scooter. The light had turned green, and the rptr started to cross. The scooter then slowed down independently. A car that was making a left hand turn decided to cross in front of the rptr. At that time, the scooter rapidly accelerated without the control of the rptr. The rptr missed hitting the car by inches. The rptr uses the device to get to work, which is 2 miles away. He is concerned over the potential injury that could have taken place. He states that the device has been serviced and repaired by the distributor at least 4 times for this problem. He attempted to contact the MFR regarding this event, however this contact was "difficult", due to the "transferring" of his call. 6/30/97 was date of purchase. Device was picked up by dist on 4/29/99, who repaired and returned device. Add'l info received on 5/30/99: still having difficulty with unintentional motion.